Event description:
On 23 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.the sensor replacement was approved in an associated case where user received early sensor replacement alert.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, the user was advised to perform re-link the sensor and user confirmed sesnor re-link was successful. However, a sensor replacement was approved in an associated case (B)(4) where user received early sensor replacement alert which led to early sesnor removal.